Event description:
It was reported that the device exhibited a permanent overpressure alarm. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1: facility name "kepler univ.klinikum gmbh - med.campus iii" one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump¿s downstream occlusion (dso) sensor was found to be activating out of specification. The dso rubber seal was to be replaced and recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.